Event description:
It was reported that an artifact visualized as a small pattern of four low contrast dots is present in the brain scan. The pt was misdiagnosed with a brain bleed because of this artifact. After further evaluation the image was determined to be non diagnostic. No adverse consequences were reported. Originally the night reading service read pt to have a bleed. Pt was put under observation and later diagnosis correction was made to no bleed. No surgical team readiness or preparation was made. Radiologists feel the artifact could be mistaken for pathology.

Manufacturer narrative:
On may 25, 2007, philips medical systems took action to advice the installed base of this matter through a product safety notification and philips medical systems will update the customers' system to mitigate this issue. This event is similar to MDR report 1525965-2007-00006 and a decision was reached to file an MDR on this event. This issue is associated with customer complaint. This MDR was filed on 12/21/2007.